Event description:
Pt admitted in 11/96 with syncope attributed to vaso-vagal response. Admitted 1/30 with recurrent syncope. Pacemaker cheched and found to be operating appropriately on both occasions. Pacemaker MFR had issued recall on this pacemaker in 1991. Nearing end of life (8-97) so new system implanted. Old system left in place.